Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) unit was unable to read fiber optic cable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was unable to read fiber optic cable.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse analyzed issue and found a bad fiber optic assembly, which was replaced. The fse completed full calibration of the unit. The unit passed all functional and safety test per factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) unit was unable to read fiber optic cable. There was no patient contact reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).